Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rotational locking pin on end of handle has broken off.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this allegation was received for examination. Based on the photo provided, complaint can be confirmed. It is observed a handle with a sheared off locking pin. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.